Event description:
It was reported that during an in-clinic follow-up, the right ventricular (rv) lead exhibited high pacing impedance and fracture. The lead was capped and replaced on (B)(6) 2025. There were no patient consequences.